Event description:
The patient underwent a full replacement and pre-op diagnostics showed low impedance was found. The surgeon did not see any visible break, fluid or damage. Patient and parents indicated patient had a fall and thought maybe it could have caused low lead impedance. It is likely that the low impedance contributed to the patient's change in seizures. The explant devices are not available for return and analysis as the explanting facility discards the products. No additional or relevant information has been received to date.

Manufacturer narrative:
Brand name, corrected info, initial MDR inadvertently did not report that exact brand name of the lead.

Event description:
It was reported that the patient¿s seizures are increasing in intensity, though they have not reached pre-vns baseline levels. It is stated that the patient is ready for surgical consult. No known surgery has occurred to date. No additional or relevant information has been received to date.